Event description:
It was reported that a patient was febrile and developed a large fluid collection around the lumbar incision and around the pump over a 24-hour period. The patient¿s mother reported an increase in spasticity and behavioral changes. The patient was taken to the operating room; the incisions were opened and swabbed. Two days later, the cultures came back positive (corynebacterium and staphylococcus epidermidis infection). There had been no clear sources of infection or causative agent. The baclofen pump was removed (B)(6) 2015 and would reportedly be replaced in the future. There were no alleged product issues; the patient was not leaking cerebrospinal fluid (csf) prior to surgery, there was no exposed hardware, the system was in place had not been disconnected or migrated. Postoperatively the patient¿s oral baclofen dose was increased and there were no issues or concerns for withdrawal. The patient was reportedly doing ¿well now¿ and was currently taking oral baclofen and artane. The patient had a PICC line (peripherally inserted central catheter) and would be receiving six weeks of IV (intravenous) vancomycin. The pump was used to infuse baclofen (gablofen). Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).